Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributor alleged that the insulin-on-board feature of the pump is set for four hours; however, after four hours¿ time there is still a value of insulin-on-board without the user having administered any additional boluses during the insulin-on-board time. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue with the insulin-on-board was not resolved with troubleshooting.

Manufacturer narrative:
Follow up #1 submitted: 12/23/2013.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the pump was returned for investigation with the insulin-on-board duration set for 4.0 hours. The pump was exercised for 48 hours without issue. The insulin-on-board function was tested and was found to be operating to within specifications for this model insulin pump. The insulin-on-board feature of this pump was determined to be operating as designed.